Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colon procedure, the surgeon used the staple empty on the patient. It stayed locked on patient's colon. It was impossible to open it, even with the security button. The surgeon cut the tissue around the clamp. Unknown how case was completed.